Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that while the pt was in the hosp, the nurse found the pt unconscious with the percutaneous lead partially disconnected from the system controller and the perc lock partially in place. Red heart alarms were observed on the system controller as expected. The nurse reportedly experienced difficulty while attempting to reconnect the percutaneous lead to the system controller as the perc lock would not allow the controller to reconnect. The pt was successfully exchanged to a backup system controller as per the MFR's instructions for use. The pt regained consciousness after the event with no further issues reported.

Manufacturer narrative:
The system controller was returned to the MFR for evaluation and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.